Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be unraveling down at the bottom joint during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.